Event description:
Same case as MDR ID:2134265-2015-04922. (B)(4). It was reported that angina and restenosis occurred. In (B)(6) 2012, the index procedure was performed. The target lesion was an in-stent restenosis of previously placed unknown stent located in the mid left anterior descending (lad) artery with 80% stenosis and was 36.00 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of 2.75x38.00mm and 2.75x16.00mm promus element¿ plus stents. Following post-dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on clopidogrel and aspirin. In (B)(6) 2015, the patient was hospitalized due to acute chronic obstructive pulmonary disease. Four days later, during the course of hospitalization, the patient was diagnosed with unstable angina. Patient's coronary angiography revealed 80% stenosis in mid lad. The lesion was treated with percutaneous coronary intervention (pci) resulting in 0% residual stenosis. In (B)(6) 2015, the event was considered as resolved and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).